Manufacturer narrative:
Updated section h6 type of investigation with code of 3331 to reflect that the phr was completed.

Manufacturer narrative:
Complaint conclusion: as reported, a 3mm unknown balloon catheter was inflated at the lesion but ruptured. A 5mm unknown saberx percutaneous transluminal angioplasty (pta) dilatation catheter was used but ruptured. After that, the 6mm x 40mm 135 powerflex pro dilatation catheter was used, but it ruptured at near its nominal pressure. After that, it could be removed completely. The procedure was completed. There were no reports of patient injury. There was no concomitant device. The lesion was the superficial femoral artery (sfa) which had severe calcification and chronic total cto. A brachial approach was made. 2024-06629-1 the product was not returned for analysis. A product history record (phr) review of lot 82270724 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. 2024-06629-2 the product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿balloon burst¿ could not be confirmed as the devices were not returned for analysis. The exact causes could not be determined. Vessel characteristics of chronic total occlusion with severe calcification likely contributed to the reported events. Multiple balloon catheters used in the procedure all ruptured during use. A chronically occluded vessel makes crossing into the lesion difficult; damage to balloon material may have occurred in the attempt to cross or during inflation. However, without return of the products for analysis it is difficult to draw a clinical conclusion between the devices and the reported event. 2024-06629-1 according to the safety information in the instructions for use for powerflex pro, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time. 2024-06629-2 according to the warnings in the safety information in the instructions for use for saber, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82285929 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 3mm unknown balloon catheter was inflated at the lesion but ruptured. A 5mm unknown saberx percutaneous transluminal angioplasty (pta) dilatation catheter was used but ruptured. After that, the 6mm x 40mm 135 powerflex pro dilatation catheter was used, but it ruptured at near its nominal pressure. After that, it could be removed completely. The procedure was completed. There were no reports of patient injury. There was no concomitant device. The lesion was the superficial femoral artery (sfa) which had severe calcification and chronic total cto. A brachial approach was made. The devices will not be returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.